Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Event description:
Additional information received indicated the following: doi: appx 8 years ago. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a corial / pinnacle metal on poly thr 8 years ago, 12 months ago reported of hearing a squeaking noise, extra 12 months ago showed no issues. However a recent x-ray 6 weeks ago showed that the poly liner had flipped out of the cup. Upon retrieval one of the ard¿s on the liner has snapped off and the liner was positioned m/l in the cup instead of a/p. Signs of wear on the liner where the metal head had been skimming off between the liner and directly into the cup.